Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 600 mg/dl. Customer reported blood glucose at time of incident: 250 mg/dl. Customer reported current blood glucose 220 mg/dl. Customer reported drive support cap appears normal (slightly indented). Customer will not return device for analysis.